Manufacturer narrative:
Additional information: b5.

Event description:
A user facility registered nurse (rn) reported as soon as a hemodialysis machine pump started and blood reached the dialyzer, a visible blood leak was noted and the machine blood leak alarm set off. Upon follow-up, the supervisor stated an internal dialyzer blood leak occurred within one minute of circulation of pump, and treatment had not yet started. The blood leak was reportedly from the red connection drainage line at the top of dialyzer. The machine, a 2008t, did alarm appropriately with a blood leak alert. Blood test strips were used and tested positive for the presence of blood. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The estimated blood loss was 100ml. Immediately following the event, the patient was re-setup with new supplies on a different machine and completed treatment without further issue. The machine was placed back in service after disinfection and a negative blood test. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Event description:
A user facility registered nurse (rn) reported as soon as a hemodialysis machine pump started and blood reached the dialyzer, a visible blood leak was noted and the machine blood leak alarm set off. Upon follow-up, the supervisor stated an internal dialyzer blood leak occurred within one minute of circulation of pump, and treatment had not yet started. The blood leak was reportedly from the red connection drainage line at the top of dialyzer. The machine, a 2008t, did alarm appropriately with a blood leak alert. Blood test strips were used and tested positive for the presence of blood. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The estimated blood loss was 100ml. Immediately following the event, the patient was re-setup with new supplies on a different machine and completed treatment without further issue. The machine was placed back in service after disinfection and a negative blood test. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. During the lot history review it was noted that there were no other complaints of any kind reported against the lot. The number of complaints for the assigned symptom code on the lot number was reviewed and it was determined that no lot complaint excursion occurred. A review of the production record was performed. The production record review showed there was one approved temporary dn in the production of this lot. It was unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas 2018-0171 (vision systems) and 1141369 (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Event description:
A user facility registered nurse (rn) reported as soon as a hemodialysis machine pump started and blood reached the dialyzer, a visible blood leak was noted and the machine blood leak alarm set off. Upon follow-up, the supervisor stated an internal dialyzer blood leak occurred within one minute of circulation of pump, and treatment had not yet started. The blood leak was reportedly from at red connection drainage line at the top of dialyzer. The machine, a 2008t, did not alarm with a blood leak alert as treatment had not yet started. Blood test strips were used and tested positive for the presence of blood. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The estimated blood loss was 100ml. Immediately following the event, the patient was re-setup with new supplies on a different machine and completed treatment without further issue. The machine was placed back in service after disinfection and a negative blood test. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.